Manufacturer narrative:
E1; (B)(6). Diagnostic performed and it was confirmed that the device malfunctioned and needed to replace the mainboard. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was the main board. The rse ordered a mainboard to resolve the issue. The device returned to full functionality.

Event description:
Philips received a complaint on an intellivue mx430 patient monitor indicating that the speaker malfunction pop up occurred. There is no audible sound was there. The device was not in clinical use at the time of event, no patient involvement.